Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26jan2021.

Event description:
The customer called into technical support (ts) reporting that the devices blower is noisy. The customer reported there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
G4:01feb2021. B4:08feb2021. The manufacturer's product support engineer (pse) evaluated the device with the assistance of the customer. The reported problem was confirmed. The pse replaced the turbine to resolve the reported issue. Unit passed required performance verification tests per philips standards. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.